Event description:
Patient in operating room for tracheostomy. Upon insertion of a 0.8mm cuffed portex d.i.c. Tracheostomy tube, the cuff broke. New tracheostomy was immediately obtained and it was inserted without incident. Per surgeon's operative report, the trachea was significantly calcified. No harm to pt. Expiration date: 07/2015.